Manufacturer narrative:
Reliability analysis evaluated 2 open/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Analysis ran occlusion test: the reservoirs was filled with diluent and was connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. Analysis performed a manual prime, visual fluid flow through infusion set and out catheter tip. Analysis conclusion: reservoir had no air bubbles and was not occluded.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 585 mg/dl at the time of hospitalization. The customer's blood glucose was 456 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were vomiting. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will was returned for analysis.